Manufacturer narrative:
This report is filed april 15, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection of the skipflap, resulting in the decision to explant the device. It is unknown whether the device has been explanted as of the date of this report.

Manufacturer narrative:
This report is filed on (B)(6)2016.